Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that during a routine follow-up there was a proximal type I endoleak noted. The cause of the endoleak is unknown. The patient will be monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (disease progression). Conclusion: inherent risk of procedure (endoleak); device failure related to patient condition (disease progression).

Event description:
Additional information was received for this case. A 28 endurant cuff was implanted for the treatment of a type I endoleak. The proximal type I endoleak was resolved. The physician pre-planned and used aptos three screws, with or without the resolution of the endoleak by the placement of the endurant aortic cuff. No clinical sequelae were reported and the patient is fine.